Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving 4000 mcg/ml of baclofen at 1601.1 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2016, it was reported that the patient¿s pump was experiencing a motor stall with no recovery. No MRI was reported as having recently taken place. The patient had a pump refill on (B)(6) 2016. An hour after the refill, the pump began alarming with a motor stall. No symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on (B)(6) 2016 from a healthcare provider via a manufacturer representative. It was reported that the pump was interrogated and motor stalls were confirmed. Pump logs identified at least 14 motor stalls and subsequent recoveries (B)(6) 2016, and an unrecovered 15th stall on (B)(6) 2016. The hcp believed the patient's pump battery was dying prematurely. The pump was replaced with a 40cc pump to allow for a lower medication concentration in the new pump. The patient status was noted to be alive - no injury.

Manufacturer narrative:
Updated to reflect the information received on (B)(6) 2017 regarding the pump location.

Event description:
Additional information was received on (B)(6) 2017 from the manufacturer's representative (rep). It was reported that the pump was replaced and the hospital sent it to pathology. According to the rep, the hcp had not requested that the pump be returned to the manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on 2017-jan-16 from a healthcare provider. It was reported that the patient experienced an increase in tone, irritability, and sweats. The cause of the motor stalls was undetermined, and the pump replacement resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.